Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that shaft fracture occurred. A 20mm x 2.50mm nc quantum apex¿ balloon catheter was noted to have fractured. No patient complications were reported.